Manufacturer narrative:
An abbottt field service engineer (fse) visited the customer site to inspect the architect i2000sr analyzer. The fse replaced the top front cover hinges that were considered worn out from normal use. Subsequent operations of the cover and hinges and analyzer in general was acceptable. The architect system operations manual and the architect system service and support manual provide information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that while loading reagents into the architect i2000sr analyzer, the top cover fell onto her forehead causing a lump and while attempting to prevent the cover from falling further by trying to catch it with her right hand, the operator's hand was bruised/swollen under the fingernail of the little finger. The operator took ibuprofen and used arnica cream on her forehead and hand. The operator is fine and returned to work. There was no patient involvement in this issue. There is no reported impact to patient management.